Manufacturer narrative:
This report stated the fluid was coming from one of the two ends of the device. The reported nx4600 device and mated device/set were not returned for evaluation therefore the exact issue and leakage point could not be determined. A review of the batch records associated with the finished good lot showed units were inspected, tested and released. No non-conformances for any component or assembly step were noted for this finished good lot. Pulled and tested 400 devices from the same subassembly lots used in the finished good lot listed in the complaint (13052) with no issues of leaking found.

Event description:
Event desc: at the "luer-activated device" site, nursing noted considerable wetness and noted fluid oozing coming from one of the 2 ends of the nexus tko-6 luer activated device. What was the original intended procedure? IV therapy; device usage problem: other.